Event description:
The complainant reported the physician was performing a therapeutic procedure of placing a duodenal stent in a pt. The jagwire was removed from the sterile pack and was irrigated prior to use. When the jagwire was removed from the sheet, it was observed that the device was broken. The physician then obtained another device and successfully completed the pt procedure. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.